Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer and stated condition improved and did not receive medical attention. Customer stated feeling week but is related to lupus and sleep apnea. Customer has severe headaches but does not know if related to her blood glucose.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation. Supplemental report will be submitted post quality control evaluation.

Event description:
Consumer reported complaint for hi display and past medical attention related to high glucose test results. The customer is concerned with tests results obtained of 597mg/dl and 87mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of headache, feeling shaky, and feels sick to her stomach. Medical attention is reported as a result of the actual blood glucose results. Customer states she called the ambulance and went to the ER where the diagnosis was for hyperglycemia the product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 87mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 01/20/2021 and open vial date is less than 4 months ago. The meter memory was reviewed for previous test result history. Customer states she has not felt well when taking these readings: (B)(6).